Manufacturer narrative:
The device was evaluated by a service engineer (se) at the customer site. The se retrieved the metra data. The data analysis noted a 180 (interface board (ifb) timeout/no replies/ifb cyclic redundancy check (crc) error) message code and required normal system reset. The se ran a short perfusion, and the message did not repeat. Subsequently, device passed all applicable testing.

Event description:
It was reported that the device user (du) is informing that the device had a spontaneous power cycle 5 hours and 10 minutes into perfusion. The spontaneous power cycle was observed by the device user. No intervention proceeded the spontaneous power cycle; the device was not moved, unplugged or plugged into the wall, and no intervention completed prior to the spontaneous power cycle. It was confirmed that the screen and the pump itself stopped. The power cycle lasted less than a few seconds. The du stated that an error code popped up on the screen briefly following the spontaneous power cycle. However, the du was unable to confirm the error code that manifested due to it resolving immediately. Following the spontaneous power cycle, the device resumed perfusion immediately. The du confirmed the perfusion resumed automatically without intervention. The spontaneous power cycle was followed by a brief period of low reservoir mode which the device quickly resolved and resumed "liver on board" mode and reservoir level seen prior to the spontaneous power cycle.